Event description:
The user facility reported that the urethane coating sheared off and was left in the patient's body. Follow up communication with the user facility reported the following information: (1) during a tube inserting surgery, the actual sample was used in combination with a metallic needle; (2) the urethane coating on the actual sample was sheared off and left in the patient's body; (3) the sheared urethane layer remaining in the body was removed by an incision.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt obtained the following findings. (1) approximately 48mm - 75mm and 100mm -119mm from the distal end found some abrasions had been generated. (2) approximately 73mm - 100mm from the distal end, the urethane layer had been sheared off semi-circularly, missing a urethane layer portion approximately 27mm in length. Magnifying inspection of the sheared segment on the guide wire found that the shear cross-section had a smooth surface. Around the urethane sheared portion, there was no anomaly which could be a trigger of the separation of the urethane layer. The state of adhesion of the urethane layer to the core wire was checked on the urethane layer sheared portion on the guide wire under magnification. There was no anomaly, including lifting of the urethane layer from the core wire or the generation of a gap between the core wire and the urethane layer. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The undamaged segment of the guide wire was subjected to tactile inspection for the lubricity of the surface. No catch was felt. It is likely that the hydrophilic coating has been applied along the wire properly. A review of the device history record and product release decision control sheet of the involved product /lot# combination confirmed that there were no production related problems or nonconforming indications. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation result verified that the actual sample did not have any inherent deficiencies which could have contributed to this complaint. It is likely that the urethane layer was sheared off the guide wire when the actual sample came into contact with the metallic needle used in combination with it. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "(1) do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. (2) manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. (3) a plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).